Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets were leaking from an unspecified location. The process step during which the leaks were observed was unknown and it was unknown if a patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.